Event description:
The event is reported as: complaint alleges: the ICU clinical resource nurse stated that she had kept a suction tube that had "broken off" from the port that connects to the isis-ett." Add'l info will be forwarded to teleflex by customer concerning this issue. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete.